Event description:
This is being filed to report gripper actuation issues. It was reported that on (B)(6) 2022, a patient presented with grade 4 degenerative mitral regurgitation (mr). During the procedure with an xtw mitraclip, one of the gripper arms could not be lowered when gripper orientation was performed. The procedure was completed with another device, with a 1-2 mr grade reduction. There was no an adverse patient effect, and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on all available information and without the returned device to analyze, a cause for the reported difficulty lowering the gripper could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.